Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "we have just exchanged a bard single lumen PICC that was put in as these piccs have been ¿dissolving¿ when used with vesicant chemotherapy. We replaced the bard single lumen PICC with a different catheter." A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported that "we have just exchanged a bard single lumen PICC that was put in as these piccs have been ¿dissolving¿ when used with vesicant chemotherapy. We replaced the bard single lumen PICC with a different catheter." 2/21/2025 - during follow up with the customer, they reported there was no PICC malfunction and "was in perfect condition". PICC was replaced voluntarily by hospital staff. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.